Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.